Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening on the patch/shell bond edge, a flat crease and wear abrasion. A leak test and microscopic analysis was performed which identified: one sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge due to an unidentified (tear) opening. The reason for reoperation was deflation.

Event description:
Healthcare professional reports left side deflation. The device has been explanted.